Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the analyzer "lost communication" with the programmer. Technical services (ts) provided assistance in resolving the issue by directing the caller to swap out the analyzer and "reseat" the analyzer. The analyzer remains available for use. No patient complications were reported as a result of this event.